Manufacturer narrative:
H10: a thorough investigation was performed. The reported failure was confirmed and found to be related to the software. This issue will be addressed in upcoming software versions.

Event description:
It was reported the epiq cvx ultrasound system was not available during a critical procedure. During a percutaneous tricuspid valve repair, the ultrasound system crashed when switching between the verisight pro catheter and the x8-2t transducer, and selecting recall settings. The ultrasound system was replaced to complete the procedure. There was no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.